Manufacturer narrative:
Based on the reported information, the report of catheter entrapment/difficult removal and onyx cast separation/movement could not be confirmed, and the root causes could not be determined. It is not known the duration between the onyx les injection and catheter retrieval. It is possible the catheter entrapment/difficult removal issue contributed to the onyx cast separation/movement¿ issue. Difficult catheter removal or catheter entrapment may be caused by long catheterization time, angio-architecture, vasospasm, reflux or injection time. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. The complaint investigation does not indicate a potential or confirmed manufacturing issue. Per the onyx instructions for use (IFU): ¿difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time¿ in addition, ¿upon completion of onyx¿ les injection, wait a few seconds, slightly aspirate syringe, and then gently pull the catheter to separate the onyx¿ les cast. Failure to wait a few seconds to retrieve micro catheter after onyx¿ les injection may result in fragmentation of onyx¿ les into non-target vessels.¿ all devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the onyx embolization, distal embolization of onyx occurred. However, no patient injury was reported to have occurred.

Manufacturer narrative:
Additional details the device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the onyx embolization, upon removal, a fragment of onyx detached, blocking the end of the catheter just before the collateral branch of the main arterial feeder of the arteriovenous malformation (avm). No patient injury was reported to have occurred.